Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, an attempt was made to deploy a vasoseal es. During the deployment procedure it was difficult to maintain good occlusive pressure due to the pt's size. Deployment was performed with some resistance. A "pop" was heard during deployment of the collagen. The vasoseal sheath broke off in the pt's tissue tract and required surgical removal. No further complications were reported.